Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 55 months ago. Aneurysm and vessel morphology from the time of implant are unknown. The vessel and aneurysm morphology at the time of implant was unknown. The stent grafts were not extended to the hypogastric arteries. Currently the vessel morphology was reported as the aortic neck is 22 mm in diameter at the lowest renal artery, 2 cm below the renal arteries is 22 mm in diameter. There was disease progression with moderate angulation of the aortic neck. It was reported that the stent graft has migrated distally 2 cm with no evidence of an endoleak. The physician elected to implant an aneurx aortic cuff and the migration was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration), patient's condition affected effectiveness of device (disease progression), device failure/lack of effectiveness related to patient condition (disease progression).